Event description:
I have been having issues with coughing and clearing my throat driving me and everyone in my family crazy for 2-3 years and recently started investigating with a pulmonologist in (B)(6) 2021. I also notice a 'losing- my- voice' episode occasionally. For several years I have had the problems and other doctors have treated it as allergy related issues. I used the philips respironics CPAP nightly from 2012 until 2018 missing about 3 nights, as it has been a lifesaver for my sleep apnea. I was re-tested and got a new machine(resmed) in 2018 and still use my philips about one-third of the time the past 2 years. My question is: is this thing killing me? I just found out about a recall tonight (B)(6) 2021 and need advice or answers. I will talk to my pulmonologist at my (B)(6) appointment as well. I had a chest xray on (B)(6) 2021 and scheduled for a pulmonary breathing test, this month. FDA safety report ID # (B)(4).